Event description:
It was reported that .. "Dr. [ ] was inserting the second 16 mm screw into a 12 mm reflex hybrid plate, the screw would not engage causing the plate to lift away from the patient's anatomy."

Manufacturer narrative:
Method: device inspection; risk assessment. Results: the returned reflex-hybrid variable angle self-dril. Scrw was confirmed to be jammed via visual inspection. . The lot # for this product is unknown, so the manufacturing records could not be reviewed. The screw appears to be in good condition. The event occurred during surgery and caused no adverse effects to the patient nor did it cause a surgical delay. Based on the visual inspection, the likely root cause of this event is due to surgical technique. If the sleeve is not rotated into the proper position, the plate will lift when attempting to remove the screw. Conclusion: the exact cause of the event cannot be determined and is likely multifactorial, however, based on the visual inspection, the likely root cause of this event is due to surgical technique.

Event description:
It was reported that .. "Dr. [ ] was inserting the second 16 mm screw into a 12 mm reflex hybrid plate, the screw would not engage causing the plate to lift away from the patient's anatomy."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.